Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge battery pack) was confirmed. Upon evaluation, there was contamination on the battery board. In addition, there was a failure at bga components u104 (pxa) and u1003 (pld) on the pca board. The cause of the inability to charge the battery pack is the contamination and bga failure. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the bga failure cannot be positively identified. The root cause of the inability to charge properly cannot be distinguished between the contamination and bga failure. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger would not charge the battery packs.